Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. The system/memory pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed pcb assembly and determined the cause of the reported failure to be a pcb mounted jack connector, designator j2 that was not seated correctly when soldered.

Event description:
It was reported that during a patient incident, the device locked-up and was not functional, then immediately rebooted itself. Once the device powered back on, patient care was continued until the device locked-up and rebooted itself a second time. Following the second instance of this failure, the device then continued to function normally throughout the rest of the patient incident. There were no adverse effects caused to the patient as they were only being monitored and did not require defibrillation therapy.